Event description:
Faulty medical supply. Topaz microdebrider tip broken of and embedded in the tendon of the surgical site. Surgeon and team added at least over an hour to remove the foreign body. Several xrays taken in the room. This piece send to pathology.